Event description:
It was reported that a patient with severe bone sclerosis underwent a balloon kyphoplasty procedure (bkp) at l4. During the operation, one of the balloons was inserted in the l4 left vertebral body and reportedly ruptured at 200 psi. The leaked contrast agent was irrigated with saline and the surgery was completed successfully using a new ibt (inflatable bone tamp). No fragment was left in the patient¿s body. It was suspected that the balloon may have "touched sharpened bone wall and broke". No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.